Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that the user hit the left side of his head on a door frame while wearing his audio processor (ap) sometime late (B)(6) 2024 and smashed his ap to pieces. The recipient was placed on antibiotic due to report of pain around ear/cheek and advised not to use the device until imaging was performed.

Manufacturer narrative:
According to the information received from the field the recipient underwent a revision surgery due to discomfort and pain at the implant site after a head trauma. Furthermore, in this case a patient-related condition is reportedly contributing to the symptoms i.e. Thin skin. During the revision surgery a tissue/muscle graft was placed over the implant site. Reportedly the recipient is doing fine. The device remains implanted and in use. This is a final report.

Event description:
The mother reported that the user hit the left side of his head on a door frame while wearing his audio processor (ap) sometime late may 2024 and smashed his ap to pieces. Revision surgery was carried out to complete a tissue/muscle graft in the area. The user was seen again, the appointment went great and there was no pain and he was happy with the sound quality.